Manufacturer narrative:
Device passed displacement test. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Device received with severely faded serial number label. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had two pump error alarms and audio anomaly. They were able to clear the alarm. The device was on auto-mode. The customer also reported that the insulin pump volume was all the way up. They could not get it to go down. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.